Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was due to process residue on a resistor, designator r35 from the digital pcb assembly.  The process residue caused the device to inappropriately power on and deplete the internal hlc batteries.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device from one of their customers had all three icons (charge-pak, attention, and service wrench) in the readiness display.  During device evaluation, physio observed that the device could not be powered on anymore. There was no patient use associated with the reported event.